Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having frequent ipg charging and difficulty charging the ipg. It was also reported that the patients ipg was having communication difficulty with the remote control (rc). No device malfunction was suspected. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was discarded at the facility.